Event description:
During pre-dilatation of a carotid artery in preparation for a stent, the balloon burst at 10 atm (2 atm above burst rate). On 4/14/97 it was reported that the pt suffered a stroke. On 4/29/97 while attempting to get additional pt information it was learned that the pt had expired.